Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pe074f5 pacing catheter pin connectors should have been labeled as distal and proximal respectively but both were found incorrectly labeled as proximal during use. The customer noticed this malfunction when the customer tried to reposition the catheter after connecting the pin connectors to an external pacemaker in the ICU after catheter insertion. It is unknown if the pacing catheter paced or not. The patient suffered from heart failure and the catheter was used for impella operation in the ICU. It was unknown if the patient had a cardiac conduction defect. When the device was replaced the problem was solved. There were no patient complications reported. The patient is a 69 year old male.

Manufacturer narrative:
One pe074f5 swan ganz bipolar pacing was returned for evaluation. Customer report of pin connectors should have been labeled as distal and proximal respectively, but both were found incorrectly labeled as proximal was confirmed. As received, the labels on both of the pin connectors were proximal. No visible damage was observed from the catheter body, balloon, windings and returned syringe. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The device history record review could not be completed since the lot number is unknown. As part of the manufacturing process, 100% of the units go through a visual inspection as per procedures ensamblajes de bipolar pacing catheter assembly, and final inspection for electrode and tip. This inspection includes to verify the identification in each pin plug. Japanese IFU indicates instructions to handle the catheter with caution for proper functioning of the pacing catheter. However, there is no indications to verify for pins identification. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint and a CAPA has been generated to perform an investigation and corrective preventive actions for this issue.